Event description:
It was reported by the olympus representative, the bending section cover on the evis exera ii duodenovideoscope had leakage. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to a pinhole on the bending section cover, water tightness was lost. The distal end was corroded. The connecting tube had a wrinkle. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. Reprocessing was performed per the instructions for use. The issue was found after the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be specified. Since leakage was found by leakage test at the facility, reprocessing was not performed thereafter. User¿s brushing method of the elevator differed from the instructions for use (IFU) recommendation. The facility staff was less trained in device handling and reprocessing before returning device for repair in accordance with the IFU. The instructions for use states the following guidelines: infection-control risk caused by an insufficient reprocessed device in ¿chapter 1 general policy¿: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ the IFU details reprocessing method of/around forceps elevator at ¿manual cleaning : brush the forceps elevator¿. Since the IFU specifies on foreign material at forceps elevator in ¿inspection of the endoscope¿, the suggested event was detectable. Moreover, the IFU states: ¿returning the endoscope for repair¿: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿